Event description:
Md performing laparoscopic surgery on patient. In the middle of securing implant(mesh) with onux stapler, it misfired in the patient. Stapler tested appropriately, and then retested. It was once again used in patient and misfired. Physician stuck with staple.